Event description:
It was reported that during an unknown case the hand activated instrument couldn't be activated via switch button. The case was completed via footpedal. No consequence occurred.

Manufacturer narrative:
Date sent: 5/15/2008. Eval summary: the handpiece was returned in good physicial condition. It was tested on a generator and performed as expected with both handswitch and footswitch. However, the instrument does no longer meets the specification for continuity. The handpiece was disassembled, a torn acoustic isolator was found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed.